Event description:
Consumer stated that the bristles on the brush fell out as he was brushing this morning. Two bristles fell out, swallowed one, one was in cx mouth. Brushes teeth twice a day. Only customer uses it, a whole section of bristles came out.